Event description:
A customer contacted beckman coulter inc. (Bci) reporting a wash concentrate bottle leak. No injury was reported.

Manufacturer narrative:
The customer was requested to ship the reagent bottle back for investigation.